Manufacturer narrative:
The pump has not been returned to animas. The pump user guide instructs the patient to disconnect from the pump and leave the pump in a locked dressing room when medical body x-rays are performed. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 27 mg/dl requiring the assistance of a 3rd party after the pump was exposed to medical x-rays. The reporter indicated that the health care provider was requesting the replacement of the pump related to this issue. This report is made based on the allegation that the patient experienced hypoglycemia after the pump was exposed to x-ray.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the pump black box showed that the pump emitted a replace cartridge alarm on 04/27/2014 which was not confirmed until 04/28/2014 at 20:51. The pump was set to default time and date on 04/29/2014 and the time and date were not corrected so the pump continued to run on default time and date until the end of pump use. During testing, the pump successfully performed the prime sequence and was exercised for 24 hours. The pump total daily dose histories were confirmed to be adding up correctly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.